Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was noted that merlin@home checks were not able to be performed on the patient's pacemaker. Two transmitters had been tried, and the issue remained unresolved. No intervention was reported, and no further information was available.